Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, tissue was completely adhered to the fenestrated bipolar forceps instrument when attempting to coagulate. This event resulted in bleeding and altered vascularization. The procedure was completed as planned.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received. The instrument was tested with no product issue found.